Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. All inspected parts were received and accepted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a paragon 28 anterior tt plate, standard, contoured, left broke post-operatively. The original surgery date and revision date was not reported by the surgeon.